Event description:
The complainant alleged that during routine preventive maintenance testing the device display blanket out. The complainant indicated that there was no pt involvement with this reported malfunction.